Manufacturer narrative:
Investigation summary: according to the DHR review process, the result showed there were no issues reported like short shot during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that on last 12 months no ncmrs has been opened for short shot for the same part number. According with this investigation and the information provided from the customer (pictures) the following could be seen: the short shot can be seen in the base. The lot number 9340909 cannot be confirmed. Based on this investigation it was confirmed this issue is related to manufacturing process due to an incorrect segregation was made at the time of stoppages, the current segregation and scrap process will be reviewed in order to get a more robust process. Also, as part of the following to this complaint a quality alert was generated in order to make aware all people involved about this issue received under this complaint.

Event description:
It was reported that 2 bd sharps collectors 8 qt multi-use nestable experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the side surface of the base was found to be damaged, like melted by heat, with a hole.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd sharps collectors 8 qt multi-use nestable experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the side surface of the base was found to be damaged, like melted by heat, with a hole.